Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017 the alarm limits for bedside and telemetry patients were changing on their own. No injury was reported as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed that the equipment worked to specifications. Findings show that there was no malfunction and alarm limit functions were explained to the clinical staff. Subsequent to this education, no recurrence has been reported. This report is complete, and this particular issue is considered closed.